Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported stimulation was "dropping out." Impedance measurements were taken. The rep went through multiple references and all the electrode impedances looked good and were typically between 8-900 ohms. The implant was on. Recent medical tests or environmental electromagnetic interference (emi) exposure included knee surgery on (B)(6) 2015, but that was a while before the issue started occurring. There were no trauma or falls related to the issue. The change in therapy was not related to positional movement. Impedance testing found no anomalies. The stimulation "dropping out" issue had been occurring two to four times a day for the past four weeks prior to this report. Two days prior to this report, the stimulation "dropped out" for seven minutes and when it returned, it felt like a surge for the patient. The patient had been using adaptive stimulation and the rep reoriented the patient's adaptive stimulation and also set up a group without adaptive stimulation for the patient to use if the issue was related to adaptive stimulation. The rep later reported she met with the patient on (B)(6) 2015. The patient's stimulation "dropping out" was described as the patient stimulation shutting off and randomly coming back on again. This issue was still occurring. The rep could not verify if this was occurring with the non adaptive stimulation group as well. The rep confirmed that the issue is not positional. The rep never did take a group impedance and no imaging had been done. The patient's indications for use included non-malignant pain. Additional information received from the rep reported that actions/interventions taken to resolve the stimulation dropping out issue included reorienting the patient's battery, and copying and pasting the patient's adaptive stimulation programs to an exact replica with adaptive stimulation disabled. The cause of the patient's stimulation dropping out was not determined. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.